Event description:
Reporter alleged blood glucose results of 90 mg/dl and 190 mg/dl when testing was performed back-to-back on the advantage system. No symptoms, treatment, or actions were reported in relation to the alleged malfunction. No adverse event was reported in connection with the alleged malfunction. No suspect product was available for return; contact information for the customer was not provided, therefore, replacement product could not be sent.